Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the (B)(4) device arrived with no apparent damage. The breakaway washer was present, cut and the device was fully fired. In addition another washer was received, it was cut. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: picture provided shows a device over a blister, the safety is not engaged, the anvil and the washer can be seen aside of the device. Based on the photo alone the event describe is confirmed.

Event description:
It was reported that during the endoscopic gastric surgery, went to insert anvil into patient, found the breakaway washer falling off. Another like product was used to complete the procedure. There were no patient consequences reported.